Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting rationale: dislodged stent compressed in a non disease vessel is considered to be permanent impairment. Device issue: stent dislodgement. It was reported that the mini vision stent delivery system (sds) would not cross the lesion, and became stuck with a previous implanted stent and calcification. In an attempt to withdrawal the sds, the stent implant dislodged in the left main artery (lmt). There were attempts to remove the dislodged stent with a snare device; however, they were unsuccessful. The dislodged stent moved to the aorta and then floated into the renal artery. The stent implant was then compressed into the vessel wall with a percutaneous transluminal angioplasty (pta) balloon. The pt was in good condition and sent for bypass surgery to treat the lesion. No additional event or pt info is available.